Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial hepatectomy procedure, the staples did not form properly and part of the tissue was not stapled well. Replaced with a reload and fired again but strong resistance was felt, and the jaw was unable to close. Both the stapler and staples were replaced to continue.